Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 .the customer states that the hemopro 2 evh kit is shutting down intermittently well before the normal safety shut down time. They switched the device and the new kit works without an issue.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 07/01/2020. An investigation was conducted on 07/08/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Heavy amount of blood and charred material was observed on the heater wire. No visual defects were observed on the heater wire or the clear silicone insulation on both jaws.the device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.690 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical issue " was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 .the customer states that the hemopro 2 evh kit is shutting down intermittently well before the normal safety shut down time. They switched the device and the new kit works without an issue.